Manufacturer narrative:
On 17 november 2017 the medical affairs performed a clinical evaluation and commented as follows: femoral head and polyethylene double mobility liner revision occurred 7 years after primary total hip arthroplasty. Pre-revision xrays are not supplied. According to the report, the patient was complaining about pain. Osteolysis may be the consequence of polyethylene wear that is commonly seen and described in literature, however wear was not measured in this case and therefore correlation is not established. Batch review performed on 20 november 2017. Lot 092227: (B)(4) items manufactured and released on 25 september 2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 22 november 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the images show the liner explanted: no particular signs are visible, the head is internal and some blood is present in the external surface and internally. From the images it is not possible to determine the root cause of the event.

Event description:
The patient came in complaining of pain. The patient presented with early stage osteolysis around the proximal portion of the femur. The surgeon revised the head and liner. The surgery was completed successfully.